Event description:
It was reported that during a prostate procedure @ 30,636 joules of use, the fiber cap detached. "Fiber failed after five minutes and four seconds. Lost tip." The fiber was exchanged and the procedure was completed with a second fiber @ 320,618 joules. There was no injury to patient reported.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4). The fiber was returned in 2 pieces; the fiber is broken and detached at 1 foot and 11 inches from distal tip, between connector & control knob; the outer sheath does not exhibit signs of melting at the break; the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the metal cap exhibits moderate char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.